Manufacturer narrative:
Event, implant dates estimated. The devices were not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this complaint was reported through a research article and specific patient and case information is not available. Based on the limited available information, a definite cause for the patient effects of sepsis, heart failure and mitral regurgitation cannot be determined. The reported patient effects of worsening mitral regurgitation (mr), septicemia (sepsis) and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed to report recurrent mitral regurgitation (mr), heart failure and sepsis. The article identified the following may be related to the mitraclip: recurrent mitral regurgitation (mr), rehospitalization, heart failure, sepsis, medical intervention and surgical intervention. Details are listed in the attached article, titled "two-year outcomes after percutaneous mitral valve repair with the mitraclip system: durability of the procedure and predictors of outcome." No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.